Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, an extended opening on the anterior, a fold creases, and an observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified a punctured opening on the anterior. Based on the device analysis the final assessment is: a punctured opening assessed as surgical damage like.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/30/2003. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device has been explanted.